Event description:
Reportedly, a housekeeper was changing the container when she got stuck from a needle that was sticking out the side of the container. The hospital's needle stick policy includes a hepatitis panel and hiv test and then follow up for six months.